Manufacturer narrative:
As reported, during the retraction process of a 5f exoseal vascular closure device (vcd) and a non-cordis vascular sheath, the release indicator of the hemostasis system did not change color as expected, resulting in the complete detachment of the plugging hemostasis system and the vascular sheath from the percutaneous surface, which led to a large amount of bleeding at the puncture point. Hemostasis was achieved through manual compression, and the bleeding was treated with manual pressure and a pressure dressing. The metal hook at the end of the hemostasis system failed to successfully anchor to the vessel wall. There was no reported patient injury. The failure occurred when the exoseal vcd system was being used to block the femoral artery puncture point after transarterial chemoembolization (tace) plus hepatic arterial infusion chemotherapy (haic). According to the operation instructions, the plugging hemostasis system was inserted into the non-cordis vascular sheath, extended into the specified length, and then the vascular sheath was retracted. The event occurred after the vascular sheath was retracted to the end of the plugger. The procedure used a retrograde approach. There were no visible signs of device or package damage prior to use. The vessel diameter was verified to be greater than or equal to 5 mm, with no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. No resistance or friction was experienced as the exoseal vcd was advanced through the non-cordis sheath, and there was no visual damage to the device prior to use. The indicator window of the exoseal device was facing up during retraction and did not change. When the device was removed, there were no damages noted to the indicator wire loop. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18379944 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "indicator wire damaged loop" could not be evaluated. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventive or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the retraction process of a 5f exoseal vascular closure device (vcd) and a non-cordis vascular sheath, the release indicator of the hemostasis system did not change color as expected, resulting in the complete detachment of the plugging hemostasis system and the vascular sheath from the percutaneous surface, which led to a large amount of bleeding at the puncture point. Hemostasis was achieved through manual compression, and the bleeding was treated with manual pressure and a pressure dressing. There was no reported patient injury. The failure occurred when the exoseal vcd system was being used to block the femoral artery puncture point after transarterial chemoembolization (tace) plus hepatic arterial infusion chemotherapy (haic). According to the operation instructions, the plugging hemostasis system was inserted into the non-cordis vascular sheath, extended into the specified length, and then the vascular sheath was retracted. The event occurred after the vascular sheath was retracted to the end of the plugger. The procedure used a retrograde approach. There were no visible signs of device or package damage prior to use. The vessel diameter was verified to be greater than or equal to 5 mm, with no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. No resistance or friction was experienced as the exoseal vcd was advanced through the non-cordis sheath, and there was no visual damage to the device prior to use. The indicator window of the exoseal device was facing up during retraction and did not change. When the device was removed, there were no damages noted to the indicator wire loop. The product was discarded. The hospital reported this case as an adverse event to china nmpa directly.